Event description:
Pt had syncopal episode. Physician sent pt to have fluoroscopy. Questionable placement plus pt having intermittent capturing. Pt to have unit exchanged - echocardiogram performed, pre-procedure showed effusion. Clear straw colored fluid obtained. Under conscious sedation, pt had both wires removed; within 10 minutes developed emd. Hypotension developed. Pericardial tap revealed bright blood. Cardiac surgeon opened chest; repaired perforated right atrium. Pt remained unstable and progressed to asystole in spite of 4 hours aggressive treatment.